Event description:
It was reported to philips that the the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was continued after transferring the patient to another room. The philips field service engineer (fse) inspected the system on site and reviewed the system log, which showed 02ww and 02hw errors indicating an anode or cathode short. The fse replaced the converter and kvma board. The defective parts were returned to philips for further analysis. However, the supplier¿s part analysis could not identify a root cause. Following replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.